Event description:
Additional information was received that the cause of death was believed to be an "embolic calcium shower from the valve". No additional adverse patient effects were reported.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an unknown duration post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was not reported. It was reported that post implant of the transcatheter valve, the patient went into cardiac arrest due to an occluded left anterior descending artery. The physician successfully opened the artery and removed the occlusion. The patient went into cardiac arrest twice more, and was resuscitated successfully. A balloon pump was implanted. It was further reported that the suspected reason for occlusion was a calcified mass that had embolized from the aortic bioprosthetic valve post dilation, leading to embolic shower. The patient was then transferred to the intensive care unit (ICU). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the aortic bioprosthetic valve was implanted for approximately 15 years. The reason for intervention was reported as aortic stenosis, trivial paravalvular leak, a mean gradient greater than 40mmhg and large calcium build up on the valve leaflet. It was also further noted that subsequently, 3 days post transcatheter valve implant, the patient died. The physician stated that the cause of death was unconfirmed but likely multiple strokes due to the embolic event from the surgical aortic valve (sav) replacement. It is unknown whether an autopsy was performed. No additional adverse patient effects were reported.